Manufacturer narrative:
The failure investigation has been completed and the alleged touchscreen unresponsive and unreadable issues were verified. Based on the analysis, the alleged touchscreen cracked issue could not be verified; however, a different issue was identified.

Event description:
It was reported that the pump touch screen was cracked, unresponsive and unreadable. Customer¿s blood glucose level was 221 mg/dl. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy.

Manufacturer narrative:
The device is expected to be returned. However, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.